Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error code was displayed when the patient attempted to use their patient therapy controller (ptc). Troubleshooting attempted with the clinician programmer yielded no results and displayed more error codes. The keypad programmer was used to perform a pump stop and was successful in clearing the error codes. However, the pump memory was cleared, so the pump was reprogrammed. There were no patient effects reported, and pump therapy continued as intended.

Manufacturer narrative:
Updated with device information. The suspect device was changed to the patient therapy controller. (B)(4).